Manufacturer narrative:
The patient is reported to be over 18 years of age.

Event description:
It was reported to boston scientific corporation that during a holep procedure, the physician used a micro electric stripper to strip back the cladding before using the flexiva 550 laser fiber. When the physician was using the fiber, a piece broke off into the patient. The physician removed the fiber in its entirety; including the broken piece. The fiber was used with an 80/100 lumenis laser with laser settings of 2.0 joules and 40 hertz. The procedure was completed with this fiber without any complications to the patient who is reportedly "fine" post procedure.